Manufacturer narrative:
The subject device in this report has not yet been returned to omsc for evaluation. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a surveillance culturing at the user facility, the subject device tested positive for citrobacter freundii (17 cfu/ml). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing and the testing indicated no microbial growth for the subject device. After the microbiological testing at the third party laboratory, the evaluation of the subject device by (B)(4) confirmed following defects. The bending section was deformed. The light guide lens was cracked. The exact cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".